Manufacturer narrative:
Exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patients ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.